Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the air water nozzle blocked with foreign debris. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6 impact code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material was clogged in the nozzle, but the type of material or root cause cannot be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Additionally, there was no physical damage at the location of the remaining foreign material. Therefore, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use: IFU states the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.